Event description:
Medtronic received information that four days post implant of this transcatheter pulmonary valved conduit, an echocardiogram revealed high gradients and that the valve appeared to have decreased in size. The valve was explanted and replaced by a non-medtronic homograft device. Upon explant of the conduit, the physician measured the internal diameter to be 14mm instead of the labeled 18mm. No other adverse patient effects were reported.

Manufacturer narrative:
Analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Medtronic received information that four days post implant of this transcatheter pulmonary valved conduit, the conduit was explanted and that the physician measured the internal diameter to be 14mm instead of the labeled 18mm (was measured on the leaflet level). Will product will not be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device was manufactured and labeled as an 18mm conduit. Medtronic will continue to monitor for future similar events.